Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery (rca) proximal. Upon advancing the 8mm x 4.5mm quantum maverick mr balloon to the lesion for post dilation of a non bsc stent, the balloon ruptured at 18atms. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of the event: 18 years or older. (B)(4). The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).